Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of 2001 ohms. Additionally, intermittent oversensing was identified. Technical services (ts) reviewed data from this device and found that there has been a gradual increase in rv impedance over the last 12 months. Noise was not present upon testing in unipolar configuration, and no change of intrinsic amplitude or pacing threshold was observed. Ts believes the high impedance measurement observation is due to a patient condition, but recommended lead revision and further troubleshooting to rule out any lead integrity issue. The device was reprogrammed, and no adverse patient effects have been reported. The lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of 2001 ohms. Additionally, intermittent oversensing was identified. Technical services (ts) reviewed data from this device and found that there has been a gradual increase in rv impedance over the last 12 months. Noise was not present upon testing in unipolar configuration, and no change of intrinsic amplitude or pacing threshold was observed. Ts believes the high impedance measurement observation is due to a patient condition, but recommended lead revision and further troubleshooting to rule out any lead integrity issue. The device was reprogrammed, and no adverse patient effects have been reported. The lead remains in service. Additional information was received. This system is continuing to exhibit high rv pacing impedance, and an out-of-range value of 2314 ohms was reached in bipolar configuration. Ts reviewed device data and noticed that in addition to the gradual increase of pacing impedance measurements, there was a sudden decrease in impedance and pacing threshold to lowered values of around 1500-1600 ohms, which is not typical for calcification or encapsulation of pacing nodes. Rv lead evaluation was recommended in order to discard impairment or mechanical performance concerns. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of 2001 ohms. Additionally, intermittent oversensing was identified. Technical services (ts) reviewed data from this device and found that there has been a gradual increase in rv impedance over the last 12 months. Noise was not present upon testing in unipolar configuration, and no change of intrinsic amplitude or pacing threshold was observed. Ts believes the high impedance measurement observation is due to a patient condition, but recommended lead revision and further troubleshooting to rule out any lead integrity issue. The device was reprogrammed, and no adverse patient effects have been reported. The lead remains in service. Additional information was received. This system is continuing to exhibit high rv pacing impedance, and an out-of-range value of 2314 ohms was reached in bipolar configuration. Ts reviewed device data and noticed that in addition to the gradual increase of pacing impedance measurements, there was a sudden decrease in impedance and pacing threshold to lowered values of around 1500-1600 ohms, which is not typical for calcification or encapsulation of pacing nodes. Rv lead evaluation was recommended in order to discard impairment or mechanical performance concerns. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that this system exhibited pacing inhibition due to myopotential oversensing, which was a result of reprograming to unipolar configuration. Additionally, the lead exhibited high pacing threshold measurements. The implantable device and this rv lead are planned to be replaced soon. No additional adverse patient effects were reported. The system remains in service.